Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and crease flat. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.